Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited continual errors and battery was depleted. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one cadd legacy plus pump was returned for investigation in used condition. The keypad and labels were intact. No physical damaged was found on the device. The investigator was unable to download the event log. The following error was observed upon power up: "battery depleted." This issue was caused by a faulty main board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The main board was replaced.